Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a resolution clip device was used for hemostasis during a colonoscopy procedure. According to the complainant, during the procedure, the clip did not open at all. The clip appeared to be locked as soon as the catheter was advanced out of the oversheath. The device was removed from within the patient and no damage was noted to the device. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as fine. Investigation results revealed the clip assembly mashed onto the bushing and the clip would not release from the catheter, therefore this is now an MDR reportable event.

Manufacturer narrative:
(B)(4) for the reported event of clip would not release from catheter. (B)(4) for the reported event of bushing bent. Investigation results visual examination noted that the clip assembly was mashed onto the bushing and the control wire was kinked. Functional analysis revealed that the clip assembly could not be deployed and the prongs could not be opened or closed. The prongs were not locked into the capsule. Investigation found the clip assembly could not be deployed as the clip was mashed onto the bushing and the control wire was kinked. Based on the condition of the returned device, the reported failure was confirmed. It is likely that due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and no anomalies were noted.